Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device in use with an iphone 13 with ios operating system version 18.11. As a result, the customer was unable to monitor glucose and required treatment of glucose provided by the third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device in use with iphone 13, ios version 18.1.1 and app version 2.11.2. As a result, the customer was unable to monitor glucose and required treatment of glucose provided by the third-party. There was no report of death or permanent impairment associated with this event.